Event description:
A customer contacted global technical service (gts) reporting fluid coming out the top of the patient line on the home choice (hc) during set up on the homechoice (hc). The home patient (hp) had the hc at stopped setup. The technical service representative (tsr) had the hp press go. The hc went into self-testing. The tsr explained the bags should not be connected and the clamps should not be open during self-testing. The tsr instructed the hp to turn off the hc and start over with new supplies. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak and it was reported in the event description that the leak was caused by patient connecting bags during self test and the clamps were not closed. The assignable cause code was improper setup because the origin of the leak was identified in the event description. Per the baxter homechoice operator's manual, users are advised of the correct set up procedures. If additional relevant information is received, a follow-up will be submitted.